Event description:
Malfunctioning port removed and new one inserted. The catheter was found to be intact, but a needle hole in the catheter was leaking below the level of where a port is usually stuck for usage. This is the 3rd unit placed in this pt in the past year.